Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the vascular reload locked on tissue. Harmonic scalpel was used to ligate around the stuck reload.